Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, powerglide occluded and was not able to be flushed. When included statlock was removed, a kink was found at the insertion site. Replacement with standard pivc statlock relieved the kink and allowed for continued use. No other information was provided.